Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing low blood glucose. The customer reported that their blood glucose level have gone as low as 40 mg/dl and 60 mg/dl. The customer would usually treat the low blood glucose with juice, soda, or chocolate milk. Troubleshooting was not completed because the customer had to disconnect the call. The customer will call back to continue the troubleshooting. The device will not return for analysis.